Manufacturer narrative:
Device was received with no button response (back button), problem isolated to the keypad assembly. Unable to perform the displacement test and self test due to no back button response.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad was unresponsive. Customer's blood glucose level was 223 mg/dl. Customer stated that the numbers was ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated using the up arrow allows them to navigate screens. Customer stated using the down arrow allows them to navigate screens. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer stated an alarm was not in progress at the time the button was unresponsive. Customer was advised to discontinue use of the device and revert to a back up plan. The reservoir will be returned for analysis.